Manufacturer narrative:
Followed up by (B)(6): it was the ipg that was apparently shocking her. The patient got in to see dr (B)(6) last week. After evaluating her dr. (B)(6) decided to turn the device off for a day and then turned it back on the next day. (B)(6) spoke to dr (B)(6) today and she said that this has seemed to solve this issue and the patient is not experiencing anymore shocking.

Event description:
From the call center: the machine we have is shocking the patient. I called before and no one got back to me. I need an urgent call back. Serial no: (B)(6). I just need to confirm how to turn off machine as it is shocking the patient.